Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the light "flickered and went out when blade was engaged and upward force was applied during intubation". It was reported there was no injury or complications to the patient.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges the light "flickered and went out when blade was engaged and upward force was applied during intubation". It was reported there was no injury or complications to the patient.